Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus and basal. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. Customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.